Manufacturer narrative:
A review of the device history record has been completed. The pump passed all previous tests. Complaint data was reviewed, there are no previous complaints on this device except the one which prompted the filing of this MDR. Device return requested.

Event description:
On (B)(6). 2023, infutronix received a report that this pump had a system error, which could cause delay in treatment. Request the device to be returned for further evaluation.

Manufacturer narrative:
DHR was reviewed, and the pump passed all previous tests. There are no other complaints on this device. The pump was returned on (B)(6) 2024 and tested. The results are below: the reported issue was confirmed. In the event log, there is a line that indicates a system error took place. The subcode for the failure was 10 indicating a bad reading on upstream sensor.